Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had this alarm is generated when a power failure is detected and alarmed critical pump error. The customer saw red x on insulin pump¿s display. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged cosmetic damage, this alarm is generated when a power failure is detected alarm, and critical pump error (open book image) found on (B)(6) 2022. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, displacement accuracy test, and self test due to appearance of critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully utilized crest and thus to download history files, traces and comlink3 files. No this alarm is generated when a power failure is detected alarm was found in the device history files and traces critical pump error (open book image) alarm confirmed and was triggered by amotor safety circuit failed test alarm on the event date of (B)(6) 2022 at 10:11:00.000 or 10:11 am due to moisture damage on the motor flex cable. Device was cut open to perform visual inspection and found moisture damage on the motor and force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, and stained keypad overlay. Unable to verify customer's complaint for this alarm is generated when a power failure is detected alarm. Cosmetic damage was confirmed. Critical pump error (open book image) alarm confirmed due tomotor safety circuit failed test alarm. Motor safety circuit failed test alarm confirmed due to moisture damage on the motor flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.